Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
During g3 surgery, the surgeon placed the u-lag screw into the pt bone. The surgeon tried to insert the u-blade using the inserter. When the inserter assembled with the connecter, the connecter slipped with no further progress. The u-blade stopped short of the final position. The surgeon inserted the u-blade pushing the connecter and the procedure was completed.